Event description:
It was reported that the intraocular lens (iol) was implanted in the right eye (od). On (B)(6) 2023, acute anterior uveitis with inflammation and edema was reported (1st symptoms) and the patient was not complying with the treatment schedule. On (B)(6) 2023, corneal edema was found, lasting longer than 1 month after surgery with vision of less than 20/40 with the right eye. Moderate cells +.5, corneal edema os trace cells +.5 corneal decompensation with diffuse corneal edema impacting vision was also identified with no real improvement otherwise. However, the anterior chamber appeared less inflamed. Continuation of anti-inflammatory treatment, tobradex ocufen, theolase, cosidime (dorzolamine 2 % + timolol 0,5 % collyre sol) and pterygium odm5 (hyperosmolar solution for corneal oedema), pterygium corneal involvement. A descemet¿s membrane endothelial keratoplasty (dmek) is possible but has not been scheduled yet. No further details were provided.

Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, lens remains implanted, therefor not explanted. Section e1: telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h6- health effect - impact code: 4644 medical intervention, 4644 non-steroidal anti-inflammatory medication. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: in review, it was noticed that the below information was inadvertently not entered in the section b5 of the initial MDR report; therefore, the information has been captured in this supplemental report and the following field was updated accordingly: section b5: new medication given and patient will be seen again for follow-up. There was no delay in procedure reported, and no vitrectomy, no incision enlargement and/or no sutures required. The patient status was reported to be temporarily impaired. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.